Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this rv lead was explanted and replaced due to a breach in insulation.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. The analysis revealed a damaged insulation body approx. 15 cm distal to the is-1 connector pin as mentioned in the complaint description. In this area the outer and the inner coil were found deformed. Based on the characteristics it is reasonable to assume that the damage resulted from surgical tools. It cannot be excluded that a tight suture contributed to the observed damage of the lead. Furthermore cuts in the insulation were noted which presumably occurred during the explantation procedure. With regard to the issues mentioned in the complaint description, the analysis did not show any deviations from the technical specifications. The analysis did not reveal any sign of a material or manufacturing problem.